Event description:
I had a hernia mesh used to repair an abdominal hernia done in 2010. I was never told that the life span was 3-4 years. I began having serious problems around (B)(6) 2015. I began to feel nausea, and it was daily. I had put on weight I used to weigh (B)(6) pounds most of my life but began to gain fluid to the point I was (B)(6) pounds, but it was fluid retention from the hernia mesh called parietex hernia mesh. In (B)(6) 2015 I had to have it removed. It caused scar tissue to wrap around my colon and was impeding my bowel habtis that were very painful. I looked (B)(6) pregnant, and as my belly distended it seemed to hurt from stretching. Parietex mesh isa bad product, and should no longer be used to repair abdominal hernia mesh.